Manufacturer narrative:
Updated field: b4, b5, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected fields: g2, h5. No decon or visual inspection performed since product was not returned and could not be evaluated. A complaint was received through a direct call to the emergency support program. (B)(6), an ICU rn, sought confirmation about low augmentation readings in a patient with an intra aortic balloon (iab). An initial chest x ray indicated the balloon was positioned 7 cm below the aortic arch. After the physician repositioned it, a follow up x ray shared via screenshot still showed the radiopaque tip positioned below the 5th intercostal space, confirming continued malposition. The balloon pump¿s performance (low augmentation and unchanged numbers) was consistent with this incorrect placement. The support specialist explained that only proper balloon positioning would resolve the issue. (B)(6) appreciated the clarification and received the direct support number for future questions. No patient harm was reported. Based on the event description, the balloon¿s radiopaque marker remained too low (below the 5th intercostal space), preventing optimal function. Device performance was appropriate for its incorrect placement, and no device malfunction was indicated. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported through a direct call to the emergency support program. (B)(6) an ICU rn, sought confirmation about low augmentation readings in a patient with an intra aortic balloon (iab). An initial chest x ray indicated the balloon was positioned 7 cm below the aortic arch. After the physician repositioned it, a follow up x ray shared via screenshot still showed the radiopaque tip positioned below the 5th intercostal space, confirming continued malposition. The balloon pump¿s performance (low augmentation and unchanged numbers) was consistent with this incorrect placement. The support specialist explained that only proper balloon positioning would resolve the issue. (B)(6) appreciated the clarification and received the direct support number for future questions. No patient harm was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported through a direct call from the customer to the emergency support program that, intra-aortic balloon (iab) that the position of the balloon (radiopaque tip was below the 5th intercoastal space. The alleged issue was not related to a device malfunction, rather user error (malposition of balloon).